Event description:
Low blood glucose levels [blood glucose decreased]. Insulin delivery incorrect [incorrect dose administered by device]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. Spontaneous report received from (B)(6) and reported by a consumer as "low blood glucose levels" and "insulin delivery incorrect". It concerns a (B)(6) male patient treated with novopen 3 (insulin delivery device) (drug first dose unk, drug stop date unk) for "type 2 diabetes mellitus". Medical history includes type 2 diabetes mellitus. Patient's height: not reported. A patient reported that he had low blood glucose levels during use of novopen 3 on (B)(6) 2010 due to diabetes mellitus. Insulin delivery incorrect. The patient went to see his physician immediately and received glucose. With that he recovered. The patient has not been trained, but injects himself. No airshots are done. He reuses the needles and the product is not stored properly. The overall outcome is reported as "recovered".